Event description:
It was reported the customer received a blank display during a bolus delivery. The customer was only able to receive 3.58 units of their bolus. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting advised the customer to insert a new battery and revert to a back-up plan if their display does not turn on. The customer also reported a weak battery alarm occurring. Customer's blood glucose was 174 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.